Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in the development of peritonitis. The breach in aseptic technique was further described as the patient did not wear gloves during therapy. The patient was hospitalized for the event with symptoms of cloudy effluent and abdominal pain. The patient was treated with intraperitoneal cefazolin (daily for 21 days, dose not reported) for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.